Manufacturer narrative:
(B)(4). Pump and catheter have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced withdrawal. On (B)(6) 2011, the pump was replaced because the battery was depleted; the catheter was replaced due to a "questionable malfunction". There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver lioresal.